Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient admitted date was incorrect. The technical support specialist (tss) verified the messages in server, admit date remained same in preadmit, transfer and update messages. Tss adjusted the preadmission settings but was not an ideal solution. The interface team then identified the problem; and shared a new message and the admit date changed to correct date. The interface team stated that the issue might be human error when the patient was registered. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that a patient visible in the pyxis system was not appearing at the station. The patient was admitted to the correct unit, and the station was communicating properly. It appears the issue may be related to the patient having an admission date of 1/12 in pyxis, while the electronic health record encounter reflects the correct admission date of 1/8. The user requested whether there was a way to update the admission date. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.